Event description:
It was reported that the patient was implanted with synapse titanium screw and the screw caps became dislodged on an unknown date. This report is for an unknown synapse titanium screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.